Event description:
Customer reported unexpected positive reactions(1+) at immediate spin(is) with gammaclone anti-d, when testing 2 patient samples that were previously typed as rh negative. Weak d testing on both patients resulted negative. Repeat testing with ortho monoclonal polyclonal blend anti-d resulted negative at is and at the weak d phase. Methodology is tube testing.no transfusions or adverse reactions occurred as a result of the unexpected positive reactions.

Manufacturer narrative:
Customer did not return product or sample for investigation testing. It is possible both patients are of the crawford phenotype. The specific performance characteristics section of the package insert states "certain rare red blood cells that appear to be d-negative with other anti-d reagents will react unexpectedly with this reagent. Red blood cells of the crawford phenotype are agglutinated at the immediate-spin test phase and are usually nonreactive at the weak d phase."